Event description:
On (B)(6), 2007, the pt was implanted with two gore excluder aaa endoprostheses to repair a 5.3 cm abdominal aortic aneurysm. On (B)(6), 2010, the pt underwent a follow-up computed tomography which revealed a type ii endoleak from a vessel off of the common iliac artery. The aneurysm measured 5.7 cm. On (B)(6), 2010, the pt underwent a reintervention where an iliac extender component was implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lost met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Additional device implanted: pxc141200/(B)(4).